Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced a hard, palpable mass along the surgical scar burning sensation in the anatomical area, nausea, vomiting, diarrhea, abdominal pain and discomfort. It was reported that the patient had a mesh implanted on (B)(6) 2013 which is captured in a separate file. No additional information is provided.